Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented an infection caused by a patient-related condition. Consequently, surgery was performed to conduct a sigmoid resection. Evidence suggest that this device was explanted. At this time, no further information is available.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented an infection caused by a patient-related condition. Consequently, surgery was performed to conduct a sigmoid resection. Evidence suggest that this device was explanted. At this time, no further information is available.